Manufacturer narrative:
The investigation is currently ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
During ip preparation, sn followed the steps in the pharmacy manual to reconstitution and withdrawal of the drug, they also use the filter in the mix2vial device; however, during ip accountability/compliance review, one ip syringe was observed with abnormal appearance. Which can pass the filter in the mix2vial device. Sn try to reconstitute for over 10 mins. Sn evaluated the prepared ip can be used, site used an infusion set with filter to do the infusion. Minor visible white to off-white particulate matter in the liquid were not infusion to subject body. Only the clear drug solution was infused into the patient. Visible white to off-white particulate matter in the liquid remained in the syringe, then it distrusted per clinical waste. Additional information received on 13-may-2026: there were visible white to off-white particulate matter and flocculent/clumped precipitates in the liquid. Which can pass the filter in the mix2vial device. Visible white to offwhite particulate matter and flocculent/clumped precipitates in the liquid were not infusion to subject body. Subject was properly observed after infusion on (B)(6) 2026. Site follows up with subject on (B)(6) 2026, there is no abnormal observed.